Event description:
Note: this report pertains to one of two cre pro wireguided dilatation balloons used in the same patient and procedure. It was reported to boston scientific corporation that a cre pro wireguided dilatation balloon was attempted to be used in the esophagus during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6), 2025. During the procedure, the balloon would not hold inflation when pumped. The procedure was completed with another cre pro wireguided dilatation balloon. There were no patient complications reported as a result of this event. This event has been deemed a reportable event based on the investigation finding of a balloon longitudinal tear. Please see block h11 for full investigation details.

Manufacturer narrative:
Block h6: device code a0414 captures the reportable investigation result of a balloon torn longitudinally. Block h11: investigation results the returned cre pro wireguided dilatation balloon was analyzed, and a visual/microscopic evaluation found the balloon was longitudinally torn. No other problems with the device were noted. The returned device revealed it was longitudinally torn. It is possible that the longitudinal tear found on the balloon occurred due to procedural factors such as excess pressure or interaction with other devices, or anatomical factors. Also, it is possible that interaction with a sharp surface during or previous to the procedure could have caused the balloon tear. Therefore, the most probable root cause is adverse event related to procedure.